Event description:
Customer reports smoke and abnormal smell occurred suddenly from c-arm during fluoro x-ray exposure. Hcp removed power plug, smoke stopped.

Manufacturer narrative:
The fe found the power supply burned out. He replaced it and the sys came back to normal working. This power supply had been used from sys installation (10 yrs).